Event description:
The hospital reported that during the procedure the picture went dark and they experienced a total loss of image. The procedure was completed with a different device. There was no allegation of harm.